Manufacturer narrative:
Charger mfg date: 07/11/2018. Battery mfg date: 07/16/2016. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. Battery pack sn (B)(4) was returned to the distributor for evaluation. The evaluation determined that the battery benchmark chip was corrupted, causing battery faults. The battery was able to power a monitor, but was unable to charge. The root cause for the corrupt chip programming could not be positively identified. No adverse event resulted from the defective charger or battery pack.

Event description:
A us distributor reported that a patient was receiving battery or charger faults.